Manufacturer narrative:
The investigation confirmed that a non-reproducible higher than expected vitros trop I result was obtained from a single patient sample when processed using a vitros 5600 integrated system. A definitive assignable cause for the event could not be determined. Based on historical tropi es quality control results, a vitros tropi es performance issue is not likely to be a contributing factor. However, the customer did not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue cannot be entirely ruled out. A within-run vitros tropi es precision test using known troponin I free sample was within ortho expectations indicating that the instrument was performing as intended at the time of the event. Furthermore, it is unknown if the customer is following the sample collective device manufacturer¿s recommendations, therefore, pre analytical sample processing cannot be ruled out as a contributing factor to the event. It is possible that cellular debris was present in the affected sample, although, this could not be confirmed. The assignable cause is unknown.

Event description:
A customer observed a non-reproducible, higher than expected, vitros tropi es result from a single patient sample processed using a vitros troponin I es reagent lot no 2931 in combination with a vitros 5600 integrated system. Patient sample result of 0.267 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physical action if undetected. The higher than expected vitros tropi es result was reported from the laboratory, however, a corrected report was later issued. Ortho has not been made aware of any allegation of patient harm as a result of this event. (B)(4).